Event description:
Allegedly, during a tur of bladder tumor, doctor inserted scope in urethra and torqued it while positioning the scope, and the lens cracked. He had no further visualization and had to abort the procedure. Procedure was rescheduled for a later date and was completed with no pt impact.

Manufacturer narrative:
Hosp reported that doctor torqued scope, and the lens cracked. Scope eval confirmed that scope had broken rod lenses.